Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the user changed coronary angiography application to a radiofrequency ablation application to finish procedure. It was reported to philips that the system was unable to expose. The customer didn¿t ask for evaluation nor repair of the product to philips. The system was repaired by third party and no details for solution was provided by the customer to philips and no work performed by philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to expose. The device was inside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the user changed coronary angiography application to a radiofrequency ablation application to finish procedure. It was reported to philips that the system was unable to expose. The customer didn¿t ask for evaluation nor repair of the product to philips. The system was repaired by third party and no details for solution was provided by the customer to philips and no work performed by philips. The codes were updated based on the investigation outcome. The manufacture date has been updated.